Event description:
The customer contacted spacelabs technical support and reported that while monitoring telemetry patients on a xhibit central station, half of their telemetry patients went offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs healthcare technical support remotely connected and identified that all offline patients were associated to one xhibit telemetry receiver (xtr). The xtr was restarted and the customer confirmed that the patients returned. While restarting the xtr re-established network communication, cause of failure was not determined. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.